Event description:
The patient's device was explanted in 2008, reportedly due to decreasing performance and intermittent electrode function. An integrity test was not requested or performed on this device prior to explant surgery. The patient was reimplanted with a new device during the same surgery.